Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 60 minutes" message on the day of applying the adc freestyle libre 2 sensor. Customer was therefore unable to obtained scan readings and experienced seizure or loss of consciousness. No third party treatment was required. No further information was provided as customer refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor(B)(6)has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 1 (storage state) and insertion failures were observed in the event log. Watermark was observed at the sensor base indicating the sensor tail was properly inserted. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Activate the sensor with known good reader and waiting for the result. All results were within specification. Therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 60 minutes" message on the day of applying the adc freestyle libre 2 sensor. Customer was therefore unable to obtained scan readings and experienced seizure or loss of consciousness. No third party treatment was required. No further information was provided as customer refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.